Event description:
It was reported that the healthcare professional (hcp) requested to review the storage episode of this pacemaker. Upon review it was noted oversensing, which was believed to be caused by transcatheter aortic valve replacement procedure. No programming changes was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.